Event description:
Per the clinic, the patient experienced recurrent infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2021, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture. The patient was treated with topical antibiotics.

Manufacturer narrative:
This report is submitted on 24 may 2021.